Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen had scratches and blacked out due to customer hitting brother with insulin pump. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.